Event description:
It was reported that a pt underwent a gynecological procedure in 2008. The unit was making a rough noise when powered on prior to the start of the case. The unit was swapped with another unit and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The cpc misalignment caused the rough noises and friction. It was also found that the ribbon cable connector was broken and requires replacement. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.